Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that a minute ventilation oversensing signal was confirmed on this lead. Jumpy impedance was also observed. The signal at 50ms, sensed at 150, 200ms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).